Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the customer was hospitalized for high blood glucose levels and diabetic ketoacidosis. The patient's blood glucose at the time of incident was 600 mg/dl. The customer was taken to the ER because she felt sick and was vomiting, and she discovered ketones in her urine. The customer's blood glucose would not go down despite administering multiple boluses and drinking a lot of water. She went through three to four infusion sets and believes that her high blood glucose was the result of a bent cannula she had. The customer was advised to call back to troubleshoot her pump. No products were shipped or returned.